Event description:
There was an allegation of questionable results from the coaguchek vantus meter. On (B)(6) 2025 at 7:30 am, the result was 3.2 inr. At 7:35 am, the result was 2.1 inr. On (B)(6) 2025 at 7:05 am, the result was 1.5 inr. At 7:10 am, the result was 1.9 inr. At 7:15 am, the result was 2.2 inr. On (B)(6) 2025 at 7:15, the result was 2.6 inr. At 7:20, the result was 2.5 inr. At 8:20, the result was 2.0 inr. The therapeutic range was 1.8 to 2.0 inr. The patient "does a routine weekend vegetable meal to maintain normal vitamin k levels".

Manufacturer narrative:
The test strip lot number was 82730324. The expiration date was not provided. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. E3 - occupation was patient/consumer.

Manufacturer narrative:
No products were received for further investigation. There was no data or information provided that reasonably suggests the device malfunctioned.